Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2015. The patient removed the transmitter prior to removing the sensor pod. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). Without the device being returned for investigation the reported missing sensor wire cannot be confirmed; however, the patient reported removing the transmitter prior to removing the sensor pod. It should be noted that in the dexcom g4® platinum continuous glucose monitoring system user's guide it states, "do not remove the transmitter while the sensor pod is still attached to the body"